Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication appeared grayed out when attempting to pull a controlled medication for a patient. The technical support specialist (tss) dialed into the server and logged into the patient encounter system to investigate. It was found that medication ID 211 was inactive in the facility formulary. The customer was contacted and asked to set the medication back to active. After doing so, the medication no longer appeared in the medsurg inventory list. The customer then requested to set it back to inactive, confirming that the medication was no longer needed at any station. The customer checked the patient list on the medsurg station and confirmed that medication ID 211 was no longer visible. The issue was resolved and confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication appears grayed out when attempting to pull a control medication for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.